Manufacturer narrative:
The sample device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is provided in the future, the complaint will be re-evaluated as needed.

Event description:
Catheter ruptured while peeling away the protective sleeve from PICC.